Manufacturer narrative:
(B)(4). Evaluation investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The machine was checked out at the customer site by a terumo bct service technician. The reported concern with the plasma pump could not duplicated. All pumps functioned normally. A simulated run was completed with no issues. During follow up, the customer stated that the incident had nothing to do with the machine. The cobe spectra apheresis essentials guide provides the following caution: "the cobe spectra system has many safety features. A donor and/or patient reaction can occur rapidly, however. It is imperative that the operator continuously monitor the cobe spectra system and the donor and/or patient. "Root cause: this disposable set was unavailable for specific root cause analysis. A service call was placed for the machine and the system operated as intended without any alarms during checkout. Based on customer comments, the machine was not related to the cause of the patient reaction. Root cause for the patient reaction is undetermined but possible cause may be due to the patient's disease state and/or physiology.

Event description:
The customer reported that at the end of a therapeutic plasma exchange (tpe), a patient became hypotensive and unresponsive. The customer stopped the procedure and removed the patient from the machine. Rinseback to the patient was not completed. The patient's blood pressure was 60/30 and they were put in a trendelenburg position and normal saline was given intravenously, per doctor's order. The patient quickly became responsive again after fluids were administered and after a few more minutes, their vital signs had returned to baseline. The patient continued in the intensive care unit (ICU) after the event and is stable. The patient had tolerated the same treatment the previous day without any problems. The disposable set is not available for return because it was discarded by the customer. This report is being filed due to medical intervention via unplanned normal saline IV fluids given to the patient in response to the event.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's, per FDA request, to identify records in which a serious injury or medical intervention occurred, but the type of reportable event was not indicated as a serious injury in the MDR form. This supplement is being filed to modify information per FDA request.